Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began intrathecal baclofen therapy on (B)(6) 2011 at 96 mcg/day. On (B)(6) 2011, the dose was increased to 289 mcg. On (B)(6) 2011, the dose was increased to 319.5 mcg. On (B)(6) 2011, the dose was decreased to 289.66 mcg. On (B)(6) 2011, the patient experienced obstipation which required hospitalization. By (B)(6) 2011, the patient had completely recovered from the event. The patient's baclofen therapy was not stopped due to the event. The event was suspected to be related to treatment with baclofen. The patient was also taking the following medications concurrently: amlodipine; ramipril; glimepiride, simvastatin; madopar; bisoprolol fumarate; trazodone hydrochloride, amantadine sulfate, theophylline sodium aminoacetate, lorazepam, naproxen, escitalopram, metamizole sodium and movicol. The drug in the pump at the time of the event was baclofen.